Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for interstitial cystitis. It was reported that the patient had their device for maybe six months, starting (B)(6) 2003, but it caused them problems so they had it removed in (B)(6) 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.